Event description:
It was reported that during central processing, the monopolar curved scissors instrument appeared to be burned into the plastic at the top. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the single port monopolar curved scissors instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The single port monopolar curved scissors was analyzed, and the findings did not replicate or confirm the customer reported event. A visual inspection of the instruments tube adapter found no thermal damage. The conductor wires at the proximal end (in the housing) were not damaged. The instrument passed an electrical continuity test. Thermal damage at the distal end was not confirmed. The instrument was found to have scratch marks/abrasions on the instrument¿s tube adapter. There was no material missing as a result. Scratch marks/abrasions are typically caused during installation/removal of the mcs tip accessory. Scratches or abrasions to the tube adapter are deemed cosmetic damage. The probable root cause is attributed to damage during use. Excessive contact with abrasive or hard surfaces during tip accessory installation can also cause scratch marks.